Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced no telemetry and was unable to be interrogated with multiple programmers. The icm remains in use. No patient complications have been reported as a result of this event.